Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement for normal battery depletion, noise leading to oversensing and low pacing impedance were observed on the atrial lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.